Event description:
It was reported that the pulse generator exhibited loss of capture. No intervention was performed, and the no adverse patient consequences were reported.

Event description:
New information received indicates that the patient's pacemaker was explanted on (B)(6) 2024 due to loss of capture that caused by high capture threshold measurements.

Manufacturer narrative:
The reported event of capture issues was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including output verification, capture test, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.